Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customers blood glucose level. Reportedly, the customer used a backup pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.